Manufacturer narrative:
Other text: additional contact: (B)(6). Account number: (B)(6). Initial reporter name and address: (B)(6). The lot number was reported to be either 4114182 or 4114185.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. No patient consequence was reported. No adverse effects were reported.